Event description:
Customer called to report that he just received his replacement pump and needs assistance programming his settings. Customer's blood glucose levels ranged from 40 to 257 mg/dl. Assisted customer with the priming process and advised customer to monitor his blood glucose to ensure it does not decreased again. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.